Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 430 mg/dl, 350 mg/dl, and 141 mg/dl. No action was taken based on device results. No symptoms reported with device results. The customer did not provide the location where the discrepant results were obtained. Controls were run and in range one month ago. No adverse event reported. Requested return of suspect device and replacement was sent.